Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high impedance and high threshold measurements on the right ventricular (rv) lead. Surgical intervention was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.